Event description:
Procedure performed in the sfa: procedure was performed in 2006. Thrombus was noted at the proximal access of total occlusion. Pronto was used to extract the thrombus. A 2 x 80 amphirion was used to predilate at 7 atm. Two 6 x 120 proteges were placed in the sfa. There was haziness in the mid-portion of the proximal stent. It was re-ballooned and was widely patent. Excellent distal flow and the pt felt immediate improvement on the table. One-week post case, the pt came into the office with a cold leg. The leg had clotted off. No stent fracture was seen. Pt put on coumadin and it cleared. Five months later, pt again came in complaining of cold leg. It was noted there was a total occlusion as well as a stent fracture in the distal portion of the stent, which is right at the abductor canal. Pt was put on tpa and heparin for 24 hrs. The next day, the leg was warm again, the area was visualized, excellent collateral flow and two -vessel runoff to the left lower extremity, but there is no flow in the stent and there are palpable low pulses in the leg. In both instances this happened when the pt was doing activities. One was bending over and one was picking up a ladder. Pt said, "he felt a pop in his leg."

Manufacturer narrative:
Device did not return for analysis.